Manufacturer narrative:
Product event summary: analysis found that the upper case was cracked near the high rate cover, the locking pins of the cover moved out of it, the high rate cover was damaged, one cover bail attachment was cracked, and the battery contacts were visibly contaminated. As a result the device was cleaned, the upper case was replaced and the device was calibrated, the high rate cover and bail attachments were replaced, the battery contacts were inspected and visible signs of contamination were removed. The device then passed all tests.

Event description:
It was reported that the external pulse generator (epg) was returned for routine service. The device was analyzed and tested out of specification. There was no patient involvement.